Manufacturer narrative:
Additional narrative: corrected product evaluation investigation as follows: the returned plates are broken into two pieces through one of the screw holes. The plates have cosmetic scratches and damage consistent with being implanted. (B)(4) screws were also received without any visible damage, issues, or complaint. All screws were able to be locked into the returned plates. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The cause of the complaint condition could not be determined, but is most likely the result of excessive force, when the patient fell off his horse as per the complaint description. No product design issues or discrepancies were observed. This complaint is confirmed. Drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The designs are determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in technique guide device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient fell off a horse in 2012 in (B)(6). The patient had unknown matrix rib plates implanted after the for the fall. The patient went to (B)(6) and saw a doctor complaining of rib pain. The patient was taken into surgery on (B)(6) 2015 and it was found there were two of the four plates implanted in 2012 were broken. The broken plates were found on the right side on ribs eight and nine. During the procedure the broken plates were removed and replaced with new plates. A bone graft was take from the hip to complete the procedure. There is no additional information. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). This report is for two (2) unknown plates/unknown lot number. Partial part number of: 04.501.00x provided by engineering. A product evaluation investigation was performed: the returned device shows light use during its 3+ year lifespan. The device has numerous scratches, dents, and roll marks on the shaft and knob that are consistent with hammer strikes and use. The knob was received attached to the shaft. A portion of the threaded tip was broken off and was not returned. This complaint condition is confirmed, and the most probable root cause of this complaint is excessive hammering during use over time. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Drawings for the device were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Drawings were reviewed, and no drawing issues or discrepancies were noted. The designs are determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in the technique guide. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not reported. Unknown when pain began. This report is for one unknown plate/unknown lot number. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact weight reported as (B)(6) kg. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015 the patient had the removal of the plate and screws and underwent an open reduction internal fixation (orif) of the right ribs 8 and 9 with synthes matrix plates and 12mm screws (3 on each side of the fracture for each rib). The patient also had place of bone graft harvested from the right iliac crest between the ends of the fracture sites. The patient also had a post-operative intercostal nerve injection of bupicicaine (10 ml). Patient received costochondral injections for pain relief on (B)(6) 2014, (B)(6) 2014, and (B)(6) 2014. Patient stated that she felt pain relief; however after the injection on (B)(6) 2014 she felt had broken hardware that is scraping and trying to push through her skin.

Manufacturer narrative:
Device investigation summary ¿ one of the following device(s) was received: ti matrixrib pre-contoured plate (part # 04.501.00x / lot # unknown / quantity: 2). 2.9mm ti matrixrib locking screw, self-tapping (part # 04.501.020 / lot # unknown / quantity: 19). The returned plates are broken into two pieces through one of the screw holes. The plates have cosmetic scratches and damage consistent with being implanted. Nineteen (19) screws were also received without any visible damage, issues, or complaint. All screws were able to be locked into the returned plates. A visual inspection, functional test, complaint history review and drawing review were performed as part of this investigation. The cause of the complaint condition could not be determined. No product design issues or discrepancies were observed. This complaint is confirmed. Device drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The designs are determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in the technique guide. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per the patient, she was admitted to the hospital for stabilization of chronic displaced right rib fractures on (B)(6) 2012 due to a blunt chest trauma which occurred in (B)(6) 2012. The patient underwent internal fixation of the right posterolateral rib fractures and had four (4) matrix rib implanted at the 6th, 7th, 8th, and 9th ribs. Thereafter, the patient developed chronic, persistent pain. Displacement of the right rib fractures, confirmed via CT scan, was noted. Another CT scan, on a separate unknown date, showed displaced ribs at the broken plate. The patient was then referred to another surgeon for revision surgery. On (B)(6) 2015, another CT scan was performed, which showed that the fractures of the 6th and 7th ribs appeared to be healed and that those plates were still intact. The broke/fractured plates are at the mid-portions of the left 8th and 9th ribs. This report is 1 of 4 for (B)(4).